Event description:
Pt started using clear aligner from smile direct club without informing dentist of record. No dentist supervision at smile direct club, no doctor okayed case. A week later, using aligner had fractured off a large filling in front tooth. Pt came in to her dentist of record and had tooth repaired. FDA safety report ID# (B)(4).